Event description:
Reference number (B)(4). Event occurred in egypt it was reported that the patient experienced an infusion set adhesion issue on (B)(6) 2026. The patient stated that the infusion set fell off, and the cause of the tape not adhering was unknown. No further information available.